Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was found that the uninterruptible power supply (ups) batter was depleted. The issue was resolved when the ups was replaced. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mvs was continually beeping while it was plugged into the wall. If unplugged from the wall then beeping stops. There was no patient present.